Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and loss of capture. The lead was suspected of a fracture. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that a review of data noted threshold went out of range high at the same time as the impedance and the impedance increased again after the polarity switch.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53, implantable pacing lead, (B)(6) 2009. (B)(4).